Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 59 complaints, regarding 67 devices, for this device family and failure mode. During this same time frame 989,124 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a colo-rectal procedure on 24jan23 when it was reported, ¿broken from the distal part during the colo-rectal procedure.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with another device causing a 1-minute delay in the procedure. Further assessment request found that a fragment fell into the patient and was removed with a fenestrated grasper forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a colo-rectal procedure on (B)(6) 2023 when it was reported, ¿broken from the distal part during the colo-rectal procedure.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with another device causing a 1-minute delay in the procedure. Further assessment request found that a fragment fell into the patient and was removed with a fenestrated grasper forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Updated evaluation: reported event of the trocar breaking is confirmed. Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The device will not be returned and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 59 complaints, regarding 67 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a colo-rectal procedure on (B)(6) 2023 when it was reported, ¿broken from the distal part during the colo-rectal procedure.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with another device causing a 1-minute delay in the procedure. Further assessment request found that a fragment fell into the patient and was removed with a fenestrated grasper forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.